Event description:
Complaint of vent not turning on. Vent would stop working when it would turn on after a few minutes of normal operation. Vent "not turning on-occasionally". Upon home visit, therapist attempted to turn on vent. Vent powered up (with ac power source), but display only blinked a few dots continuously and did not go into operational mode. Vent inop alarm sounded continuously and would not reset/silence. Vent could not be turned off even with holding on/standby button for 10-15 seconds. Caregiver/rn then hit the display front with a few hard slaps of her hand while holding down the on/standby button and the vent shut off. Vent taken out of home and replaced with different ltv950. No allegations of pt harm.